Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information : procedure was hemi-colectomy. Upon firing the closing handle he felt resistance and a slight noise but not enough to stop him closing completely. He was using the same white reload as he has always used and didn't notice any unusual about the pedicle that concerned him or that suggested it might cause an issue firing the device. The device would not then let him pull the firing handle to staple and cut, nor would it allow him to depress the release button to release the jaws of the instrument. Initially he tried to use another device to cut and staple in an alternative location to release the initial device but this was not possible due its location. The procedure had to be reverted to an open procedure in order to retrieve the initial device and complete the operation. The patient is recovering in itu. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reach on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, there was a misfire leading to the procedure reverting to open. More details to follow. To be confirmed but the patient had to be opened to stop the bleeding.